Manufacturer narrative:
On (B)(6) 2024, a flexible drill shaft ic broke while drilling during revision surgery with a mutars® prs. After the prs cup had been implanted, the flexible drill shaft ic and an attached drill bit were used to drill through the holes of the implanted cup into the acetabulum. Afterwards, screws should be placed in the drilled holes. After this process had been repeated 2-3 times, the flexible drill shaft ic broke off. However, the implantation was successfully completed as another flexible drill shaft ic was available. The operation time was not extended by the incident. The event had no impact on the patient. This instrument has only been used once since its arrival in the UK. The examination of the provided instrument revealed that the head of the flexible drill shaft ic, on which the drill chuck for fastening the drill bits is located, had broken off at the base of the first spiral winding. After reviewing the product and manufacturing documentation, a technical cause that can be attributed to manufacturing problems can be ruled out. The content of the standard surgical techniques was checked; no failures were found. From the description of the incident, there were no indications that could explain the cause of the breakage. It is assumed that the drill bit suddenly jammed during drilling for an unexplained reason. It is possible that the drill shaft continued to rotate for a moment and was deformed as a result. The tension caused by the bending was probably so high that it led to consequential damage in the form of the head breaking off the auger. A possible cause for the jamming of the drill could have been an unintentional handling error, but the nature of the bone could also have had an influence, although neither was specified.

Event description:
On (B)(6) 2024, a flexible drill shaft ic broke while drilling during revision surgery with a mutars®prs. After the prs cup had been implanted, the flexible drill shaft ic and an attached drill bit were used to drill through the holes of the implanted cup into the acetabulum. Afterwards, screws should be placed in the drilled holes. After this process had been repeated 2-3 times, the flexible drill shaft ic broke off. However, the implantation was successfully completed as another flexible drill shaft ic was available. The operation time was not extended by the incident. The event had no impact on the patient.